Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, alarm log review and functional testing were performed. An f-94 alarm was not identified during the service of the pump. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service, the baxter service technician identified an f-94 alarm (configuration option settings checksum is not 0) on a flo-gard infusion pump. Additional information is not available.